Event description:
Reporter's meter-to-lab (finger/venous, fasting) comparison resulted in blood glucose readings of 115 and 146 mg/dl. Reporter also stated that he tested again, within the hour, at home, the result being 130 mg/dl. Reporter did not have control solution.